Event description:
During an anterior resection, the stapler was closed to the middle range, fired and easily removed. Post-op, the pt started to bleed and was returned to the operating room. The anastomosis was taken down and redone. The pt received approx eight units of blood.